Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 180 units of insulin. Reportedly, the insulin gauge remained static at 80 units. The customer's blood glucose was not impacted. Reportedly, a supply change was performed.